Manufacturer narrative:
Evaluation method: electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the electrode belt wires where he recently had surgery. It was reported that the patient's skin was breaking out, and scabbing over from the surgery. Follow-up indicated that the patient was prescribed an antibiotic from his physician and that his skin irritation was healing.